Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (footswitch not working) was confirmed due to a defect in the motherboard. In addition to the error code e433 displayed, additional evaluation findings were as follows: the fuse was blown, the touch panel display remains dark after switching on the device due to a defective embedded pc, the high voltage power supply board was defective, the reed contact under the pedal was defective, and the electrosurgical generator did not respond the foot switch activation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the footswitch was not working on a hf unit ¿esg-400¿. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was an error code e433 displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a defective high voltage power supply board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.